Event description:
The customer stated that the clip applier misfired. Instead of going around the vessel, it clipped upward and could not be used. Customer noted the device has already been sent to the MFR. There was no pt consequence.